Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sigmoid. According to the reporter: when eea was placed against radial stapler staple line and mild pressure applied, prior to anvil being opened, serosa next to staple line opened up. Current patient status: recovering as expected. No reinforcement material was used. Eea was still able to be used; donuts were intact and no leak was detected. Due to tension on anastomosis, tissue tear/contamination and pre-existing perforation, surgeon elected to perform a temporary diverting loop ileostomy. Rep was present for the case. Surgeon stated that tissue quality may have been a factor in tear. The surgeon was unable to identify exact location of tear beyond just above and running along part of the staple line, serosa opened up. No reinforcement material used in conjunction with the stapling device. The patient last known status was recovering as expected the procedure converted to open priorto the product being used, due to tissue condition. There was no preoperative radiation.

Manufacturer narrative:
(B)(4).